Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have been having issues with the controller for the last 2-3 months. Patient stated they normally charge the implanted neurostimulator every 2 weeks and within the last couple of months when they check the controller it will say the battery level is critically low. Patient also stated they will be charging the implant and all of a sudden it jumps to 30% and they are running into this problem all the time; patient commented no matter when they check it it's giving them a different read out like 2 or 3 times a day. Patient mentioned they just fully charged the controller and implant on sunday and now the implant is down to 70% and the controller is down to 80%. Agent asked patient if they have made any changes to their therapy programming and patient stated they had not. Patient also mentioned that the controller started displaying the option to turn stimulation on or off on its own without them pressing the stimulation on/off button. Patient reported no visible damage to the stimulation on/off button. Agent had patient reset the controller and reviewed with patient that the charge increments go in 10% increments and that if the implant battery does deplete below 30% it will go into the red zone and will not display a charge increment until it reaches 30%. Agent also reviewed battery depletion rates and recharger best practices. Agent advised patient to monitor and call back if issues persist.